Event description:
It was reported that the patient experienced a seizure at school in the morning, and the provider notified beta bionics; the cause of the event remained unclear, and there were no alerts or alarms reported, with engineering logs provided for review and the agent attempting to contact the patient for additional information. Symptoms included seizure activity. Outcomes included unknown impact on clinical course and no reported hospitalization. Investigation included engineering log review and attempts to obtain additional information from the patient. Investigation of this case revealed no device alarms and no identified device malfunction based on available logs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.